Event description:
The customer reported the sensor needle getting stuck in the serter while trying to change sensors. The customer reported being in the hospital during the call with the helpline. The customer reported the sensor piercing the skin. The customer's blood glucose value was 223 mg/dl. The customer was advised that replacements would be sent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.